Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3998, lot#: j0405942v, implanted: (B)(6) 2004, product type: lead.

Event description:
Information was received from a patient who was implanted with a neurostimulator for an unsuccessful disc surgery and degenerative disc disease/herniated disc pain. It was reported that the patient had two implantable neurostimulator (ins) batteries because the initial ins had malfunctioned, so it was replaced. The patient also noted that the ¿unit¿ was not operating at all and it was not working properly. A manufacturer representative (rep) who performed a test on the system when it was replaced reported that some of the leads were bad and were ¿not operating properly¿, but the system was still able to operate. These issues were discovered around (B)(6) 2006. There were no further complications reported or anticipated.